Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. X-rays were provided and reviewed by a health care professional. Review found vague periprosthetic lucencies noted which are nonspecific and possibly within normal limits. Bone quality appears grossly within limits. Further medical records were not provided. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-00142. Medical product devices: articular surface size cd 10 mm height, item# 00596003010, lot# 60627935. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately thirteen years, eight and a half months' post implantation due to femoral loosening and implant fracture. At the revision the surgeon found that the post of the articular surface was fractured. Osteolysis was seen outstanding in the patient¿s femur. There is no additional information at this time.